Manufacturer narrative:
The device was returned to mmdg for evaluation. During the evaluation, the complaint could not be duplicated. There was corrosion noted during the internal visual inspection of the pump. The battery springs on the pump were also deformed by misuse. While mmdg could not duplicate the complaint, it can be confirmed in the pump history log.

Event description:
The initial reporter stated that the pump shut down unexpectedly without alarming, causing a delay in a chemotherapy infusion. During follow up from an mmdg clinician, the initial reporter stated that there had been no adverse effect or harm to the patient. [Complaint-(B)(4)].